Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had high thresholds. The lead remains in use. It was further reported that at a device change out the pace/sense portion of the right ventricular (rv) lead was uncapped and tested. It was found to have poor sensing, high impedance and elevated thresholds due to the suspected fracture. No capture on the rv lead was also noted. It was decided to explant the rv lead, but at explant the helix would not retract. It was explanted using a laser extraction sheath and a replacement rv lead was implanted. It was also reported the left ventricular (lv) lead had no capture and was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analysis found that the proximal conductor was fractured. The defibrillator conductor was distorted. There was blood/body fluid on the outer tubing overlay and it was melted and had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the steroid ring was damaged and it was unable to be determined when the damage occurred.

Event description:
It was reported that the left ventricular lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.